Event description:
The clinician placed the excluder bifurcated endoprosthesis device properly. However, attempt to place the contralateral leg fell short of the contra gate. At this point the clinician attempted to seal the aneurysm by taking the aorto unit iliac (aui) approach but was unable to gain proximal seal with the second device thus the aneurysm was still being fed. The pt was converted to an open procedure and the devices were removed. The clinician is claiming the second excluder trunk ipsi device didn't open properly to gain the correct seal.